Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the side port leaked. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. Based on the available information, boston scientifics investigation determined the flush luer had detached from the flush port. Investigation found it possible that the cause of the detachment may be due to the manufacturing process.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the side port leaked. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.